Event description:
It was reported that the love-kerrison rongeur was being used during a spinal fusion procedure and it fell apart. There was no pt injury reported. No further info was available. Visual inspection upon receipt found the top rail of the love-kerrison was not assembled to the body of the instrument. The device was received in two pieces. The instrument had no missing parts.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info. Integra lifesciences corp is filing on behalf of the initial distributor (B) (4).